Event description:
Reporter indicated a patient's vns generator had migrated. The patient had recently fallen due to balance problems and fractured her left shoulder. X-rays were reviewed by the manufacturer which did show the generator appeared to be lower than what is usually seen in vns patient. Generator replacement surgery has been scheduled for 2008. All attempts to the physician for further information regarding the migration have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer did not show any anomalies with the vns.